Manufacturer narrative:
The device has been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no additional complaints have been reported for this lot.

Event description:
An ultraflex covered ng esophageal stent was used in a stent placement procedure on a male patient in 2008. According to the complainant, "during stent deployment, the suture jammed and appeared to get tangled with the stent." The stent was partially deployed when removed by the physician. The procedure was completed with another stent. (Manufacturer unknown). No complications were reported as a result of this event.